Event description:
It was reported that the patients lead migrated following a spinal cord stimulation (scs) lead revision procedure. The physician believed that the migration is due to patients anatomy. The patient underwent an explant procedure. No device malfunction was suspected. Additional information was received that the patient was doing well postoperatively and the explant devices will not be returned.

Event description:
It was reported that the patients lead migrated following a spinal cord stimulation (scs) lead revision procedure. The physician believed that the migration is due to patients anatomy. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.